Event description:
It was reported that during engineering evaluation it was discovered that the motor device was heating up. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was power broken. It was determined that this caused the device to not hold the cutter device and overheat. Therefore, the reported condition was confirmed. It was determined that the cause of power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.